Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and part number were not provided. All available information was investigated and the reported patient effect of death appears to be due to procedural circumstance/operational context. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: echocardiographic and clinical outcomes of mitraclip therapy in patients not amenable to surgery. The additional adverse patient effects and malfunctions referenced are being filed under separate medwatch report #.

Event description:
This is filed to report death. It was reported in an article summary that mitraclip devices can be related to single device leaflet attachment (slda), failure to deploy, recurrent mr, tissue damage, surgical procedure, intervention, arrhythmia, tachycardia, re-hospitalization and death. Specific patient and procedural information is not known. Additional details can be found in the article "echocardiographic and clinical outcomes of mitraclip therapy in patients not amenable to surgery".